Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3708160, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2008 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the patient had stimulation in the wrong location. The stimulation was in their knee instead of their hip or thigh. When the device was put in the next morning they took the patient back to surgery to try and fix the issue but were unable to. The stimulation worked but not in the right location. They had tried to program it 3 to 4 times but the stimulation still hit their knee. The patient noted that their device had not been in the right location since implant. The patient had also been experiencing new left side pain for the year prior to the report and it was bothering them. The patient noted that the device had not worked since it was put in. The patient had tried to see their doctor but had been unsuccessful at the time of the report. They noted that they could not take pain medications due to chronic vomiting syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.